Event description:
The facility reported an infusion pump with a failure code 812:02 on channel a was found. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary: evaluation was performed on-site and the reported condition of failure code 812:02 on channel a was confirmed. Replaced the pump head module on channel a the pump was tested for proper operation and pump found to function properly.